Event description:
The pump was received for service with report "turns on/off". No report of patient injury or need for medical intervention has been reported. Information was not provided whether or not the device was in use on a patient when the reported situation occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved.